Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, and the procedure was completed as planned by using the wired footswitch. Upon an onsite inspection by a philips field service engineer (fse), it was determined that the wireless pedal charger was not functioning properly due to charging issues. The fse's troubleshooting revealed that the user had inadvertently damaged the charging plug by disconnecting it incorrectly, pulling the pedal cable rather than using the designated grey connector. This improper method of disconnecting the plug led to damage due to the connectors' weak construction, which can break easily. To resolve the problem, the fse repaired the charging plug, restoring its functionality. Following the repair, the system was tested and confirmed to be in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch charger was not charging well, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.